Event description:
The advocate stated the customer received a blood glucose reading of 80 mg/dl from his contour usb and a reading of 37 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.